Manufacturer narrative:
Device 1 of 2, e1: (B)(6). Patient coountry: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set fell off events on 08-may-2024 while he was sleeping. No further information available.